Manufacturer narrative:
Device evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. The investigator noticed that the pump was very noisy with excessive vibration. In addition, the pcb failed to alarm when the micro switch was triggered. The customer reported product problem (alarm issue) was therefore confirmed. The product problem was attributed to a faulty pcb. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The root cause of the faulty pcb was unknown. A root cause was not established. The pcb was replaced on the unit.

Event description:
Information was received that device is having an alarm issue. Incident occurred during testing; no patient involvement.